Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The monitor screen and touch screen were replaced to resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction during a case resulting in the loss of display. There was no patient injury.